Event description:
The customer reported that while running all assays, a sample bardcode was read incorrectly. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.